Event description:
It was reported that the patient had high thresholds. The lead was explanted after repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.